Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg pocket was relocated. Reportedly, the issue resolved.

Manufacturer narrative:
Date of event is unknown. A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.